Manufacturer narrative:
During testing corrosion due to leakage from disposable batteries were noted in the battery compartment and the middle printed circuit board of the device. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for update/recertification. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.